Event description:
The customer reported that after approx. An hour of surgery, the device insulation melted and blue material was found on pt tissue. All of the material was removed with a moistened gauze pad. The device was being used as bipolar scissors. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add¿l info pertinent to the incident is obtained a follow-up report will be submitted.